Event description:
It was reported that the patient underwent a knee arthroplasty revision to address hyperextending instability approximately eighteen (18) months post-operatively. No additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona cruciate retaining articular surface 10mm right 3-9 cd catalog #: 42522000410, lot #: 65779584, persona cemented all-poly patella 32mm catalog #: 42540200032, lot #: 66109020, persona cemented stemmed tibial component right size d catalog #: 42532006702, lot #: 66045656, persona tapered cemented stem extension 14mm catalog #: 42557000114, lot #: 66247396. G2 - report source - foreign: event occurred in australia. H6 - component code - proposed code is mechanical (g04) - femur. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.